Event description:
It was reported that a patient with a sling device underwent a surgical procedure in which a new artificial urinary sphincter (aus) was implanted due to recurring incontinence. There were no further patient complications.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the serial/lot number is unknown. Due to the lack of product return, the clinical observations of recurring incontinence could not be confirmed; however, the reported patient symptom is a known risk associated with sling procedures and is noted as such in the device instructions for use.

Event description:
It was reported that a patient with a sling device underwent a surgical procedure in which a new artificial urinary sphincter (aus) was implanted due to recurring incontinence. There were no further patient complications.